Event description:
Procedure: gastrectomy. Reportedly, after firing, returned the black return knob then the clamp cover remained in the jaw and the jaw could not be opened. Cut the patient side tissue and retrieved the device from the cavity. No further patient injury.